Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) seemed to be fluctuating up and down from 11 cm to 8 cm to 5 cm and back up again. There was no compromise to the patient. The customer took the unit off of the patient to hand ventilate the patient and performed the circuit calibration. The circuit calibration was within specifications. The high map alarm was set to 16 cm and the unit sometimes alarmed when the customer tried to adjust the map even though the map did not go up to 16 cm.